Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdown, omnipod 5 software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported that the pod was leaking insulin. They confirmed that the cannula was inserted into the skin during wear and the adhesive was secure. No alarms or alerts were received. Upon removal of the pod, it was determined that the cannula was bent. They stated that the insertion site is rotated with each pod change. No treatment was reported. As treatment, the patient placed a new pod.